Manufacturer narrative:
(B)(4). Final analysis found an insulation abrasion at 38.0 to 38.8 cm from the distal tip exposing the outer coil. Abrasion are consistent with constant friction with another implantable device. (B)(4).

Event description:
It was reported that the patient presented in clinic, the right atrial lead exhibited noise. The lead was explanted and replaced successfully. The patient's condition was good after the procedure and would be followed normally.